Manufacturer narrative:
Date of event: (B)(6) 2018. Date or report: 21 aug 2019. Product support engineer recommended swapping the power management board or the user interface to determine the source of failure. Part number was provided to the customer. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
Customer reported an alarm light emitting diode (led) failed (1105). There was no patient involvement.